Event description:
It was reported that a patient's right ventricular (rv) defibrillation lead had previously exhibited high impedance out of range on the pace/sense portion. The lead remains in use per medical judgement by the physician. The patient is enrolled in the (B)(4) study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: dr cd2211-36 ((B)(4)), competitor implantable cardioverter defibrillator (B)(6) 2011. (B)(4).

Event description:
It was further reported that the physician indicated there was no lead conductor fracture as the sensing and threshold parameters were reading normal. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a new pace sense lead was implanted. The high voltage portion of the lead remains in use. The study name has changed to (B)(4) study.